Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. Customer accidentally stuck herself because she was holding the device upside down. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.